Event description:
It was reported that during an unk procedure the tissue pad fell off the device and into the pt. The tissue pad was retrieved from the pt. The site used a similar device to complete the case.

Manufacturer narrative:
.